Manufacturer narrative:
The subject product was not returned; however, a photo was provided. Photo evaluation confirms the presence of an unidentified particulate within the package. Review of the photo was not helpful in determining the source of the foreign material. A determination of what the foreign material is cannot be made without the sample to evaluate, as such, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in december 2019. If/when additional information is provided, a supplemental emdr will be submitted. Sample unavailable.

Event description:
It was reported that during inspection at the hospital warehouse, an unknown particulate was observed inside the hydrosurg plus laparoscopic irrigation set package. There was no patient involvement as the reported product issue was discovered during inspection.

Event description:
It was reported that during inspection at the hospital warehouse, an unknown particulate was observed inside the hydrosurg plus laparoscopic irrigation set package. There was no patient involvement as the reported product issue was discovered during inspection.

Manufacturer narrative:
The subject product was not returned; however, a photo was provided. Photo evaluation confirms the presence of an unidentified particulate within the package. Review of the photo was not helpful in determining the source of the foreign material. A determination of what the foreign material is cannot be made without the sample to evaluate, as such, no conclusion can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) released for distribution in december 2019. Addendum: h.11: this is an addendum to the initial emdr. This supplemental emdr was submitted to report the corrected additional event information (h.10) section. Based on the investigation activities performed, the reported event was confirmed. Although the provided photos confirm for foreign matter inside the sealed packages, the origin of the foreign matter could not be determined. However, as the foreign matter was present in the package prior to sealing, this presented at the time of manufacturing and is confirmed for a manufacturing related condition. Awareness training was provided to appropriate associates. Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned - sample unavailable.